Event description:
Information was received indicating that this syringe infusion pump exhibited an alert to check the clutch. No adverse patient effects were reported.

Event description:
It was additionally reported that there was no patient involvement with the event. The incident occured during preventative maintenance.

Manufacturer narrative:
One smiths medical medfusion® 3500 syringe pump was returned for analysis with no noted external damage. A check clutch error was found on the device history log. Multiple flow and occlusion tests were performed not confirming the complaint; inability to duplicate. Based on the evidence, the root cause of the issue could not be determined.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis with the battery door cracked. A check clutch error was noted in the event history log. The complaint was verified during the occlusion, function, and delivery tests that were run. Based on the evidence, the root cause of the issue could not be determined.